Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2324bcc serial/batch number (B)(6) was received for investigation. Visual inspection noted signs of damage to the distal and proximal end of the screw. The driver sleeve, sutures, o-ring, eyelet, and suture threader are also damaged. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor fell off. This was detected during a rotator cuff repair surgery on (B)(6) 2025. Ar-1922p and ar-1927ptb-45 were used to prepare bone socket. When the pole was pulled out after insertion, the anchor fell off. No fragments were left in the patient and the patient bone quality was normal. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc.